Event description:
The email received from the affiliate via thejapan pms 2000 indicated the following information: this patient experienced a 90% instent restenosis of a cypher stent implanted in the mid left anterior descending artery (lad) approximately eight months post index procedure. This was successfully treated with reintervention via cutting balloon. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currebntly taking aspirin and ticlid. The patient was taken electively to the cardiac cath lab, where angiography revealed a 70%, de novo, eccentric, bifurcated, focal, b2-type lesion in the mid-lad. A bolus of 8,000 units of hepairn was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was not predilated prior to stent placement. A 3.5 x 18mm cypher stent was deployed to 16 atms with suboptimal results. The stent was post-dilated with a 3.75 x 12mm balloon inflated to 20 atms. Residual stenosis was reported to b 7%. The patient was discharged on the same pre-procedure medications. Approximately eight months later, the patient returned to the hospital due to a scheduled follow-up. The patient had no complaints of chest pain. Repeat angiography demonstrated a 90% instent restenosis in the proximal end of the previously placed cypher stent. This was treated with a 3.5 x 10mm cutting balloon inflated to 6 atms for 160 seconds. The residual stenosis following the cutting balloon was 0%. The patient was discharged from the cath lab in stable condition.